Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. Unit # (B)(4). The disposable is not available for return, because it has been discarded by the customer. This report is being filed due to a device malfunction that as potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the run data file did not indicate a conclusive case for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. The measured wbc count of the product is within the FDA's current leukoreduction acceptance guidelines. Investigation eval and corrective actions are in-process. A f/u report will be provided.